Event description:
This is a solicited case report received from an investigator in (B)(6) on 20-jul-2016 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Study description: (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). Investigator reported that a non-pregnant female patient had essure placed on (B)(6) 2009 for sterilization and had it removed on unspecified date in 2009. According to reporter, in a phone call to the patient on 20-jul-2016, she reported that she underwent a hysterectomy in 2011 (but did not remember exactly when), patient also informed that essure devices were removed at the time of the intervention (discrepant information). However she was very satisfied. She has recovered in 2011. It was not reported whether the event hysterectomy is related to essure or not and investigator considered it serious due to hospitalization. Follow-up received on 21-jul-2016: information received from investigator states that patient did not report, during phone call, the reason for the hysterectomy. Follow-up information received on 01-aug-2016: nca reference number was provided. Follow-up information received on 08-aug-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She had a hysterectomy approximately 2 years after essure (fallopian tube occlusion insert) insertion. The reported event is listed according to essure's reference safety information and was considered serious by the investigator due to hospitalization. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact reason for the hysterectomy was not provided. The patient stated essure was removed during this surgery; however she also informed she was satisfied with the device. Although limited and discrepant information was provided, it cannot be excluded (based on the available information) that the reported hysterectomy occurred as a consequence of essure therapy. Therefore, this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 05-sep-2016: date of essure removal was corrected from 2009 to 2011. The physician did not have the intervention report, so he/she was not able to provide the reason for hysterectomy and relationship to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She had a hysterectomy approximately 2 years after essure (fallopian tube occlusion insert) insertion. The reported event is listed according to essure's reference safety information and was considered serious by the investigator due to hospitalization. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact reason for the hysterectomy was not provided. The patient stated essure was removed during this surgery; however she also informed she was satisfied with the device. Although limited and discrepant information was provided, it cannot be excluded (based on the available information) that the reported hysterectomy occurred as a consequence of essure therapy. Therefore, this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.